Manufacturer narrative:
Results: the distal tip of the neuron max 6f 088 long sheath (neuron max) was damaged. The packaging mandrel showed signs of scraping wear. Conclusions: evaluation of the returned device confirmed damage to the tip of the neuron max, and revealed signs of scraping wear on the packaging mandrel. The damage to the neuron max was likely caused by the packaging mandrel pinching the distal tip of the catheter to the plastic packaging tube. The packaging mandrel is fastened to the packaging card by penumbra. If this mandrel becomes detached from the packaging card and the neuron max is withdrawn through the packaging tube, the observed damage to both the neuron max and the packaging mandrel may occur. Penumbra catheters are 100% visually evaluated during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a medical procedure, the hospital staff noticed that neuron max 6f 088 long sheath (neuron max) packaging mandrel appeared to be stuck to the tip of the neuron max and upon removal of the packaging mandrel, a part of the tip of the neuron max appeared to be broken off. The damaged neuron max was found prior to use and was not used for the procedure. The procedure was completed using a new neuron max.